Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000076173.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention occurred on (B)(6) 2025 to replace the scs system to address the issue. It is unknown which lead migrated.